Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after replacing the camera on the system, the camera displayed an amber light. An "system control unit (scu) connection failure" message was observed when technical services (ts) guided the manufacturer representative (rep) through the network device interface (ndi) toolbox to reset the camera temperature sensor. The rep confirmed parameters under temperature detector, saved and power cycled system, but the amber light persisted after a reboot. The rep confirmed steady green lights on the scu and swapped the ethernet cable from local area network (lan) port 5 to lan port 6 on the router, which resolved the amber light issue. All internal components were confirmed connected in self-test, and the camera functioned as intended upon entering the application. No patient was involved.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821.unknown h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. A05: applicable to the camera displaying an amber light. A12: applicable to the "system control unit (scu) connection failure" message. A1102: applicable to the "system control unit (scu) connection failure" error message. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.